Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-distal area. The optic had a loose blue particulate (spot) on the anterior optic surface near the haptic junction area. The blue particulate (spot) was removed during the cleaning. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/05/2009 and 10/26/2009 by mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A user facility reported a blue dot was noted on an intraocular lens (iol). Patient impact remains unk. Additional information has been requested.